Event description:
Vitek® ms is a bacterial and fungal identification system which uses the matrix-assisted laser desorption/ionization (maldi) mass spectrometry method from clinical cultures. On 29-sep-2020, a customer in the united states notified biomérieux of a misidentification of escherichia coli as klebsiella pneumoniae in association with the vitek® ms instrument (ref. 410895, serial number (B)(4)). The customer stated having obtained the following results when testing a patient isolate (sample type: csf): on (B)(6) 2020: initial test obtained an identification of klebsiella pneumoniae. Alternate indole test was positive and vitek® 2 ID card provided an organism identification to escherichia coli. Second run on the impacted vitek® ms instrument on (B)(6) 2020 gave an identification of escherichia coli. Customer does not believe this to be cross contamination. The impacted patient died. The customer reported that the patient had previous cultures that identified a resistant pseudomonas specimen and there was no change in the treatment after the incorrect result was reported to the physician. The customer states that the patient death was not related to the misidentification and that the incorrect result did not lead to any incorrect treatment. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of obtaining a misidentification of escherichia coli as klebiella pneumoniae in association with their vitek® ms instrument (ref. 410895; serial# (B)(4)), with knowledge base v3.2. Initial test on (B)(6) 2020 gave a single choice identification of klebsiella pneumonia. The customer also performed an indole test which had a positive result, consistent with e. Coli. Testing with vitek® 2 also identified the organism as e. Coli. The sample was reprocessed on (B)(6) 2020 and produced a single choice to e. Coli. Actual organism identification remains unknown as no official reference method was used to confirm the identification. Investigation: investigator reviewed the complaint database for reports of the same issue and looked at the device history record. No CAPA, non-conformity, or similar complaint was found. Fine tuning status was good at the time of the sample test. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. Knowledge base (kb) review: no reference method was used to confirm the organism identification, but the suspected identification is escherichia coli, which is present in vitek ms kb v3.2. Sample analysis: analysis of the mzml sample shows that the number of all peaks was heterogeneous (between 46 and 80). This interpretation of the results is supported by the calibrator spectra (also heterogeneous). Quality control laboratory tested the customer strain and did not reproduce the customer result of klebsiella pneumoniae. All the five spots gave a single choice to escherichia coli. By reprocessing the qc raw data with vitek ms kb v3.2, all five spectra also led to a single choice to escherichia coli. The investigation information leads to the conclusion that the misidentification issue was due to a non-optimal spot preparation (culture, spot, different operator¿). Root cause was determined to be non-optimal spot preparation. No corrective or preventative action was recommended at this time as it appears the system is working as designed and intended. Additionally, it was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique.